Manufacturer narrative:
The insulin pump had an unexpected pump error 23, pump error 49, pump error 68 and pump error 25 after battery insertion. The internal battery connector was found not properly connected. Connected the internal battery, then the pump was monitored for 3 days with no unexpected pump error 23, pump error 49, pump error 68 or pump error 25 noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of trace pointers are invalid, history pointers failed, and post-reset ram crc alarm from the insulin pump. The customer's blood glucose reading was 9.3 mmol/l. The customer is back to manual injections. The customer will be sent a replacement pump.